Event description:
It was reported that high threshold measurements were observed with the left ventricular lead. No capture at max output was also reported. The lead was capped. No further patient complications were reported as a result of this event.

Event description:
It was reported that high threshold measurements were observed with the left ventricular lead. No capture at max output was also reported. The lead was capped. It was also reported the the device reached early battery depletion. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.